Event description:
Additional information received. A. Which part of the instrument broke? The connection of the c-handle broke. B. Did it break into two or more pieces? If no, please specify what is the alleged deficiency of the instrument. Is it bent, cracked, stripped, worn or cross threaded? It broke in two. C. Was there a surgery delay? If yes, what was the duration of the delay? Did not cause delays. D. Was there any adverse consequences/symptoms that affected the patient because of the reported event? It did not generate consequences in the patient.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 health effect - clinical code & health effect - impact code. Updated pe code to broken (2+ pieces) - intraoperatively : fragment removed from wound.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, "broken piece". The product was not returned to depuy synthes, however photos were provided for review. See attachment ¿source file - reporte de novedad. Clínica el rosario colectivo 43338¿. The photo analysis revealed that the specialist*2 universal handle has fractured from the distal square-to-circular section tip. The broken fragment is visible at the photos. No other issues were observed. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed for specialist*2 universal handle. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation (nc search) was performed for the finished device 966520, lot so2035443, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the handle was broken.